Manufacturer narrative:
H11: corrected data: corrected sections b5, f10 (device code).

Event description:
Edwards received notification that this patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve replacement after an implant duration of five (5) years, four (4) months due to calcific degeneration leading to mitral regurgitation and mitral gradient of 19mmhg. A 29mm sapien 3 transcatheter valve has been implanted within the surgical edwards valve using the transfemoral approach with excellent result. As reported, the procedure was successful and patient was doing well.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve replacement after an implant duration of five (5) years, four (4) months due to calcification leading to mitral stenosis. A 29mm sapien 3 valve has been implanted within the surgical edwards valve. As reported, the procedure was successful and patient is doing well.

Manufacturer narrative:
Reference CAPA: 20-00141.